Event description:
Catheter was inserted into body through 11 french sheath and would not proceed past inferior vena cava (ivc). When removed from body the doctor noticed that the distal tip of the catheter had broken exposing the internal components of catheter.